Event description:
On (B)(6) 2011 customer reported a leak at the triple transducer module (ttm) area of the lh750 instrument. Customer also reported that the instrument was generating a "retic laser offset too high" error. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and did not find any leaks. Fse checked the tubing, pinch valves, waste chambers and the vacuum and no leaks were observed. Fse could not reproduce the "retic laser offset too high" error.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).